Event description:
Reported due to device breack requiring surgical intervention. The physician attempted arteriotomy closure with the proglide device after two diagnostic procedures. The pt had a cardiac heart catheterization, followed by a diagnostic peripheral study. The pt had an 8fr sheath in bilateral femoral arteries. The physician successfully closed the right femoral artery with a proglide device. When the physician attempted to close the left femoral artery he reportedly met "a lot of resistance" on insertion. He did achieve "good mark" and the needles were deployed. Reportedly there was an "anterior cuff miss." The physician parked the foot, but when he attemptd to remove the device he was unable to do so. He attempted to re-deploy and re-park the foot several times in an attempt to "trouble shoot" the device but he continued to meet resistance when trying to remove the device. He used fluoroscopy in an attempt to determine whether the foot was properly parked, but he was unable to ascertain the cause of the difficult removal. Finally the physician "gave one good tug on the device," and the device broke in two. The technologist held pressure while the surgeon was contacted. Forty-five minutes later the pt was taken to the operating room and the device was removed. The pt reportedly did well. Although requested additional info was not provided.